Event description:
It was reported that a small volume infusor's reservoir ruptured. This malfunction occurred while the device was being filled with 5-fu chemotherapy and normal saline. The syringe was reported to be in the vertical position. The device had been filled with 80 ml of solution when the reservoir ruptured. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned for evaluation. A visual inspection identified the ruptured bladder. The infusor's bladder was microscopically examined, markings on the exterior surface of the bladder were observed near the rupture line. The cause of the reported malfunction could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.